Event description:
The technician alleged that the brake casters will not hold when the brakes are applied. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.